Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a dialysis catheter placement procedure via the right internal jugular vein, the introducer needle was allegedly unable to draw blood. It was further reported that the needle allegedly leaked air. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, one video was provided for review. The video shows a clinician trying to aspirate the water through the introducer needle. Clinician removing and connecting the needle and syringe for multiple times. The investigation is inconclusive for the reported suction problem and air gas in device issues, as the provided video is not sufficient to confirm the issue and also the exact circumstance at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: (B)(6) 2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a dialysis catheter placement procedure via the right internal jugular vein, the introducer needle was allegedly unable to draw blood. It was further reported that the needle allegedly leaked air. The procedure was completed using another device. There was no reported patient injury.